Event description:
It was reported that the implantable cardioverter defibrillator was explanted and replaced due to charge time exceeding measurable limit. The patient was discharged.

Manufacturer narrative:
Final analysis found the reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.